Event description:
24-dec-2024: the mother of the teen end-user reported that the user experienced elevated blood glucose (bg) levels in excess of 400 mg/dl as found by the users mother, due to a bent cannula on the convatec inset 23", 6mm infusion set, inhibiting insulin delivery. It was suspected that the user was in mild diabetic ketoacidosis (dka) and not responding fast enough to insulin pump therapy, so the user was taken to the emergency room (ER) the night of (B)(6) 2024 where the user was admitted and treated with manual insulin injections and intravenous fluids. The user noted feelings of general malaise as well as restlessness. The user was released from the ER on (B)(6) 2024. The user reconnected to the ilet two hours after the last manual insulin injection on (B)(6) 2024. No long-term health effects were noted. The customer had additional training on (B)(6) 2024 with the clinical diabetes specialist reiterating the ketone action plan and further refresher training and guidance.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.